Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 that appeared on the homechoice (hc) unit. The supply bag fell off of the table and disconnected from the tubing. The technical service representative (tsr) assisted the home patient (hp) to clear and explained the alarm. Proper procedures were reviewed with the hp. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample, however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.